Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Knee revision performed on (B)(6) 2016. Patient underwent primary tkr in 2003 where an uncemented amk knee was implanted without patella. In 2006 the patient presented with anterior knee pain and the patella was then surfaced and bearing exchanged patient has now presented complaining of ongoing pain. Patient has reported that his knee has never been comfortable or pain free. A decision was made to revise the complete knee. On opening the knee, the bearing appeared to be in good condition, the knee appeared to be well fixed. On removal of the implants (amk right cr femoral component-porous, amk cr insert, amk tibial tray duofix, and amk patella) the bone quality appeared very soft. There did not appear to be good boney ongrowth on the implants. The knee was revised to a pfc tc3 rp with sleeves and stems. X-ray images available. No further information available. Update 02 nov 2016 - primary knee replacement date (B)(6) 2003. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.